Event description:
It was reported that, the system recorded a code 1005 indicating a leak on circuit. This right ventricular (rv) lead exhibited high shock impedances out of range, low amplitude and high pacing thresholds. Additionally, an inappropriate shock was received for external noise oversensing from a surgical procedure. After the shock, the shock impedance measurements were back in range. This rv lead remains in service and boston scientific technical services (ts) recommended to explant the device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited a gradual increase in shock impedance measurements. The patient was brought in for testing where all vectors appeared to be high and out of range. Boston scientific technical services (ts) was consulted and discussed